Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she had two seizures because her blood glucose was low, and the paramedics took her to the hospital. Troubleshooting was performed. The customer stated that her doctor checked her basal and bolus history and they were correct. Also, the customer stated that the amount of insulin in the reservoir do not match with the amount of insulin on the screen. No further information was provided.